Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) units of exactamix eva tpn bags had leaked from the port. This issue occurred during preparation of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) actual samples were received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Functional testing was performed by filling the samples with tap water and a leak was observed on the spike port tubing on both samples. Magnified inspection of the spike port tubing revealed a tear in the spike port on both samples where the leak had occurred. The reported issue was confirmed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.